Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and complex reg pain syndrome type I. It was reported that there was poor communication the patient programmer. The patient saw the reposition antenna screen. The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). It was unknown when the patient had last charged or last felt stimulation. The patient had difficulty finding the ins with the insr antenna starting in late may with the reposition antenna screen seen. Usually the patient could just adjust the insr antenna position and successfully charge the isn but this process had been becoming increasingly more difficult. The patient had talked with a manufacturer representative. Additional information was received from the patient on (B)(6) 2016 that reported that the battery is tilted but the patient was currently going to leave it alone. A trickle charged battery was performed to resolve the difficulty charging, no stimulation, and no communication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.